Event description:
It was reported the patient received the following results within 15 minutes: 544 mg/dl and 110 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.